Manufacturer narrative:
The device was returned to olympus for inspection and the customer reported issue was confirmed. Based on the results of the investigation, it is likely the reported issue occurred due to liquid immersion in the scope connector which led to a corroded substrate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was reported that the subject device presented an e315 scope error. The event was found during maintenance. There were no reports of patient involvement.